Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. Per 91c0011, the cause for add gel messages was due to defective belt node to therapy electrode assembly. The root cause for the issues was the defective bn to te assembly. There was no adverse event that resulted from the damaged belt.